Event description:
It was reported that the charging pad¿s green indicator light illuminated but did not charge the ilet, and both the original and a replacement ilet failed to charge on the same pad; a replacement charging pad was provided and user education and troubleshooting were completed. Symptoms included no clinical symptoms. Outcomes included no impact to blood glucose control and no alerts or alarms. Investigation included customer interview and troubleshooting. Investigation of this case revealed a suspected malfunction of the charger component. It was concluded that the charger was not charging the ilet and a replacement was issued as a goodwill resolution.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.